Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach. There was no harm caused to the patient, no repeat procedure was performed and no intervention was required as it was stated that the capsule was found in the patient's mouth. There was nothing unusual about he patient or the procedure and an endoscopy had not been performed prior to the procedure. No equipment is being returned.